Event description:
It was stated that "I was going through loaner kits and found this blocker is broken. One prong is missing."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: it was observed that the collet has only five prongs instead of six, confirming that one of them is broken. A detailed examination of the collet reveals that the angle at the bottom of the slots which separates the prongs is almost square while the blueprint specified a full radius. Mfg record review: no discrepancies or deviations related to the collet noted. There was one deviation on the hardness of a sub-component not related to the collet, that batch was functionally checked and accepted under concession. Complaint history analysis: there have been seven other complaints for collet prong fracturing. Risk assessment: issue discovered during loaner kit inspection, not during surgery. No pt involvement. Conclusion: the collet was manufactured incorrectly with a square edge at the base of the prong. The engineering drawing called for a rounded edge. This causes a stress riser in the base of the prongs contributing to their fracture. A CAPA has been implemented with an outcome to verify this feature during inspection. The instrument involved in this report was manufactured 30 months before the application of this CAPA.